Event description:
It was reported that patient underwent a total hip arthroplasty utilizing the freedom size 24 liner and freedom constrained modular head in 2005. Subsequently, the patient dislocated in late 2008 and a closed reduction was performed the following day. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. No further information has been received.